Event description:
It was reported that the patient was experiencing so much discomfort due to placement of the ipg. The patient underwent an explant procedure.

Manufacturer narrative:
Exact date unknown, event occurred approximately three years ago.